Manufacturer narrative:
H.6. Investigation summary: a failure for mis-identification of results was reported on a phoenix 100 instrument (p/n 448100, s/n (B)(6). The customer reported that missed ids and lamps about to expire. The fse was dispatched for this case. Based from the work order, the fse saved system data, saved syslog, replaced uv lamps, qualifed and tested instrument and the result is ok. The instrument has been returned to customer for use. This is not confirmed failure of bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was completed and revealed no further cases related to this failure mode. Quality will continue to monitor the results complaints for phoenix 100 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Event description:
It was reported that during use of the bd phoenix¿ automated microbiology system, there was a sample misidentification. No patient impact was reported.

Event description:
It was reported that during use of the bd phoenix¿ automated microbiology system, there was a sample misidentification. No patient impact was reported.

Manufacturer narrative:
There were multiple PMA/510k numbers. The information for each additional PMA/510k is as follows: g.5. PMA / 510(k)#: k020322, k020323, k040099, k131331 h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H3 other text : na